Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, the stapler fired at first firing, but the staple line was incomplete. A new reload was used to fix the staple line, but the second reload did not fire at all. A device from another manufacturer was used to complete the case. There was no patient injury.